Manufacturer narrative:
The meters, test strips, and controls were returned and tested. Meter sn: returned ((B)(4)), strips: returned (lot 477186) (2 strips), controls: returned (lot 80100573), control ranges: level 1 30-60 mg/dl, level 2 261-353 mg/dl. Results: level 1 ¿ 44 mg/dl, level 2 ¿ 303 mg/dl. Tested with the following products: meter sn: returned ((B)(4)), strips: retention (lot 477186), controls: returned (lot 80100573), control ranges: level 1 30-60 mg/dl, level 2 261-353 mg/dl. Results: level 1 ¿ 44,43 mg/dl, level 2 ¿ 294,295 mg/dl. Tested with the following products: meter sn: returned ((B)(4)), strips: returned (lot 477186) (2 strips), controls: returned (lot 80100573), control ranges: level 1 30-60 mg/dl, level 2 261-353 mg/dl. Results: level 1 ¿ 43 mg/dl, level 2 ¿ 300 mg/dl. Tested with the following products: meter sn: returned ((B)(4)), strips: retention (lot 477186), controls: returned (lot 80100573), control ranges: level 1 30-60 mg/dl, level 2 261-353 mg/dl. Results: level 1 ¿ 43,43 mg/dl, level 2 ¿ 299,290 mg/dl. All returned results are within an acceptable range. The customer mentioned that they spilled the control solution in the strip guide prior to the questionable result. This could be a potential factor that affected the accuracy of the results obtained. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter initial complained of receiving error messages from their accu chek inform ii meter serial number (B)(4) after spilling control solution into the strip slot. The customer was able to finally receive a glucose result but it was lower than expected. The result in question was discrepant compared to the result from another accu-chek inform ii meter serial number (B)(4). At 16:00 from meter serial number (B)(4) the glucose result was 23 mg/dl. At 16:03 from meter serial number (B)(4) the glucose result was 60 mg/dl. The glucose result of 60 mg/dl from meter (B)(4) was deemed to be correct. There was no adverse event. Control results from both meters were acceptable. The meters, test strips, and controls were requested for return.